Event description:
Pt called lifecor customer support to report that he is getting constant "adjust belt" messages. Support requested that he perform a manual recording and then a data download. The pt was successful in doing both. A review of the data download revealed excessive falloff on the left and back ECG electrodes as well as dual lead noise. The pt also reported that the wires are exposed in the left cord coming from the vibration box. The pt's electrode belt was replaced.